Event description:
During an initial implant procedure, multiple repositioning attempts to obtain optimal parameters were performed and the helix was unable to be retracted. Due to the inability to retract the helix, the lead was unable to be removed. The rv lead was capped. An additional procedure is anticipated to remove the rv lead. The patient was stable and will continue being monitored.